Manufacturer narrative:
The customer contacted siemens healthcare diagnostics inc. Regarding the discrepant falsely low wbc, %neutrophils and %eosinophil results that were released. A field service engineer (fse) was dispatched to the customer site. The fse checked results with precision runs and then replaced the perox sheath syringe, replaced the valve on the 11-way manifold, replaced the needle on the autosampler and checked the shear face alignment. The fse then ran controls and performed a precision run, which indicated the instrument was stable. The cause of the discordant falsely low wbc, %neutrophils and %eosinophils results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant falsely low results were obtained on an advia 2120i without autosampler for the following parameters: white blood cell (wbc), %neutrophils, %eosinophils. The discordant results were reported to the physician, who questioned the results. The same sample was repeated on the same instrument and resulted as expected. It is unknown if the rerun results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low wbc, %neutrophils and %eosinophils results.